Event description:
Patient presented to the physician with wound dehiscence at the neck incision site. Physician brought the patient into the or, irrigated the neck pocket with antibiotic solution, provided additional slack to the stimulation lead, and closed. Postoperative antibiotics were prescribed after the procedure was completed.